Event description:
The product was used during a colon procedure. Reportedly, the staple line did not hold. The surgeon performed a manual anastomosis to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
6/24/1998-supplement #1 sent to FDA.